Event description:
The end bolt which supports the cable drape rail fell off. There is a potential for injury from falling hardware. No injury was reported.

Manufacturer narrative:
Analysis of bolt failure still under investigation.